Event description:
It was reported that the angle nut of the universal handpiece was missing upon opening the sterilization tray prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported event of the screw missing was confirmed during service evaluation. During service evaluation it was observed the angle nut was missing due to being removed. A damaged angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. When disassembling, the disposable tip the tip joint should not be removed. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the angle nut of the universal handpiece was missing upon opening the sterilization tray prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.